Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported intermittent problems saving or recalling images and intermittent touch screen issues. No pt injury was reported.